Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed an outdated pcb and power switch. The tank cover was cracked. Wear and tear damage was also noted on the front cover. The investigator subsequently filled the tank with water, plugged in the line cord, attached a temperature fixture, and turned on the power switch. The customer reported product problem (display not working) was confirmed during testing. The product problem occurred because of a faulty pcb. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the display on the level 1 hotline low flow system (hl-90) was not functioning. There was no patient involvement. The issue was found during scheduled maintenance.